Manufacturer narrative:
A follow up was performed with the customer, and it was reported that they were able to obtain a replacement roll stand. The device was returned to service.

Event description:
Philips received a complaint from the technician, reporting that the roll stand was broken. There was no patient involvement when the issue occurred. No patient or user harm reported. A philips remote service engineer (rse) noted that the roll stand was broken. The technician was provided with the part number for a replacement roll stand. Investigation ongoing / resolution pending.